Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument broke in use while closing vaginal cuff. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported there was no harm to the patient. The original report was entered on march 20, 2024. Procedure was completed robotically. Customer does not have any further information. On 9/10/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: prograsp broke in use while closing vaginal cuff. Endowrist given to supply coordinator.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .